Event description:
Spontaneous. Patient reports always having 3 pumps on hand and 2 are not working correctly- serial number (B)(4). Pump error message: no disposable, pump wont run. Patient did mix another cassette (lot number: 4219999) and still getting same error message. (B)(6) will be dispensing 2 new pumps. Did the reported product fault occur while in use with the patient? -yes; did the product issue cause or contribute to patient or clinical injury? - no; is the actual product available for investigation? Yes; did we replace product? Yes; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.